Event description:
Related manufacturer reference number: 3006705815-2023-02696. It was reported that the patient was experiencing ineffective therapy due to high impedances on one of the leads. Surgical intervention was undertaken in which the lead was explanted and replaced to address the issue. During the procedure, the other lead migrated. The lead was explanted and replaced to address the issue. It is unknown which lead was exhibiting high impedances and which migrated.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.